Manufacturer narrative:
(B)(4). Patient medications include norvasc, aspirin, lorazepam, tylenol, hyzarr, lipitor, and a multivitamin. The gore® excluder® internal iliac component delivery catheter was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During the investigation, it was confirmed that the leading olive was separated from the delivery catheter. The leading olive was not returned for evaluation, and it could not be determined if the leading olive had been bonded to the delivery catheter. The root cause for the olive separation from the catheter could not be determined with the currently available information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® iliac branch endoprosthesis as part of an endovascular aortic repair. During the procedure, an iliac branch component and an internal iliac component were advanced and deployed as planned. The physician reportedly decided to implant an additional internal iliac component (hgb161207a/(B)(4)) for further extension into the right internal iliac artery (iia). The component was deployed in the desired position; however, the leading olive reportedly became detached from the delivery catheter upon withdrawal. According to the report, the patient¿s anatomy featured a 90-degree angle at the origin of the right iia, and the delivery catheter may have been bent or flexed while navigating the turn. The leading olive was successfully retrieved from the patient via snare, and the procedure was concluded without any further reported complications.